Manufacturer narrative:
Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room (ER) due to diabetic ketoacidosis and blood glucose level of 368 mg/dl. The customer was treated with intravenous insulin and saline. Reportedly, customer left the ER eight hours later with the issue resolved and no permanent damage. Reportedly, the customer was using pump supplies beyond labeling. Tandem customer clinical support informed customer that using pump supplies for more than 48 to 72 hours is off label per the user guide. Additionally, it was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged malf code 12 issue was verified. Additionally, the alleged high blood glucose issue was verified in the pump logs; however, no failure was identified.